Event description:
The reporter contacted animas on (B)(6) 2012 stating that for the past two months the ok keypad button required multiples presses to activate a response. The reporter noticed a chunk of rubber keypad missing after the alleged keypad issue occurred. The patient wore the pump under a garment, against the body and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn at the ok keypad button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok keypad button was intermittently unresponsive and required multiple presses to elicit a response. The up arrow, down arrow and contrast buttons responded appropriately. None of the buttons spring back or click normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.